Manufacturer narrative:
On july 13, 2021, , the mentor failure analysis lab received the device for evaluation. As per device received, lot number field has been updated to 6478446 under field d4. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On july 20, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 600cc breast implant had a crease/fold on the anterior view. Additionally, a tear measuring approximately 1.4 cm was found within the crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-6474419). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2021, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant"; - field d4 for catalog number has been updated to "3506004bc"; - field d4 for lot number is either "6474419" or "6478446". Supplemental report will be submitted when physical device is received and/or lot number is confirmed. - field d4 for unique identifier( UDI) has been updated to "(B)(4)". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with unknown gel implants and experienced left side breast implant rupture. The patient underwent bilateral explantation and replacement with catalog number 3506004bc; serial number (B)(4) on the left side, and with catalog number 3506004bc; serial number (B)(4) on the right side on (B)(6) 2021.